Event description:
Nicu - infants had to have feeding tubes removed and replaced unnecessarily. An infant had 8 fr og placed on 10 hours later the feeding tube hub/cap was found to be disconnected from the actual tube. It appears the hub slipped off the tube not that the tube was cracked or broken. Another event report on two days later described the same issue with this type feeding tube. Multiple product issues lead to further investigation. Two lot numbers were identified, removed from hospital supplies and the distribution warehouse. The manufacture provided replacement product. Affected lots #20160703 and #20160817. Three weeks later the nicu reports identified the same problem. The manufacture had never removed the two affected lot numbers from there distribution and those affected lot numbers were shipped to the distributor again. The product reported was the same lot number that had been removed before. For a second time the product was removed and replaced. Nearly 3 months later the same lot number has shown up in the hospital nicu supply and the same problems are reported. The orange hub detaches from the feeding tube. Feeding tube need to replace on infants due to the defective product. This is the third occasion in which the same lots of defective feeding tubes need to be removed.